Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited there was foreign material on the plastic distal end, objective lens, light guide lens and connecting tube. However, the device was returned without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited there was foreign material on the plastic distal end, objective lens, light guide lens and connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.